Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that it is obf. The device alarmed error code 41786. There was no patient involvement or patient harm.

Manufacturer narrative:
Updated d3 - mfg establishment name. One device was returned for analysis. Visual inspection found a delaminated (dso) downstream occlusion seal. Review of the event history log (ehl) showed a error code 41786. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a error code 41786. The downstream occlusion seal was replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.